Event description:
Additional information stated the patient's device was not flipped and this was confirmed by x-ray imaging as well as checking the connectivity to the clinician programmer, recharger and patient programmer. It was reported, the patient did not experience any symptoms other than difficulty coupling the battery to the recharger and recharging. It was also reported the manufacturer representative showed the patient how to charge and a pocket revision was discussed. The patient was reported to be "doing well" and receiving effective therapy.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there were coupling issues and the best coupling bars that could be obtained was 4. This had been happening since the patient was implanted. The reporter indicated that the implantable neurostimulator (ins) felt "a little off in the pocket." Typically, it was possible to grab around the edges but with this ins, it wasn't possible to do so. It was noted that the ins may have been flipped. X-rays were taken and the healthcare provider (hcp) indicated that the leads "were coming off" on the left side of the anterior-posterior (ap) view. The antenna locator (al) feature was used and only values up to 36 were obtained no matter where the ins recharger antenna was moved. If additional information becomes available, a follow-up report will be submitted.